Event description:
The needle safety mechanism malfunctioned; the slide jammed despite two-handed operation. The safety system of these needles frequently presents this problem and causes recurring difficulties to the customer. As reported by the customer, an accidental needlestick injury (abi) occurred with a needle whose safety mechanism failed. The needles have a "sliding" system that is not easy to operate. (It slides poorly, requiring force, and sometimes jams). A student pricked herself with one of the fav needles while removing them due to this needle safety malfunction.